Event description:
It was reported that a user wearing a libre 3 plus sensor attempted to pair their sensor with the ilet system but received an incompatible sensor alert after scanning; the box was verified and contained libre 3 sensors, and the user entered a blood glucose value to operate in bg run mode after education on its use, aligning with a use-of-device problem and a component not applicable to device parts. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet system and a non-compatible libre 3 sensor, consistent with a use-of-device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.